Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the pulse generator exhibiting noise. The source of noise was determined to be external, and no interventions were made. The patient's condition was stable.